Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the patient was not getting any coupling and was unable to charge. Typically, the patient did not have any issues getting coupling. The patient was involved in a car accident and the patient noted that the stimulator shut off after the car accident. Now, the patient programmer gave the message that the implantable neurostimulator (ins) needed to be charged even though the patient had recently charged. It was noted the patient had swelling at the ins site in the buttock since the car accident two days prior to the report. The patient was seen in the emergency room after the car accident. Interrogation with the device showed the implantable neurostimulator (ins) was discharged. Then the rep had the patient recharge and used the antenna locate feature to get the best location to recharge. The patient got 6 coupling bars. The patient had charged enough to interrogate the ins with the clinician programmer. Electrodes 10 and 15 were greater than 20000 ohms when impedances were ran at 1.50 volts. The rep did not run it higher since the patient had stimulation around 2.0 volts. The rep was able to program by not using electrode 15 to provide coverage for the patient. The patient was stating that she did not have coverage for the lateral of the lower left leg and that stimulation was not there. The patient alleged that she felt stimulation there prior to the accident on monday and the patient stopped feeling stimulation on tuesday. The rep did not think the patient should have felt stimulation in the lower left leg area anyway given the lead placement. An x-ray showed the lead position had not moved. It was possible electrode 15 may have been out prior to the accident. Based on diary days, the patient last recharged to 50% on (B)(6). On (B)(6), the data showed the ins battery was low. There was no recharging data until the day of the report and the patient normally recharging only every 2-3 weeks. Technical services concluded the battery was discharging normally and that the discharge was not caused by the accident. Reprogramming was completed on 2016-02-04 and the rep was unable to capture the left lateral lower leg despite programming. The cause of the high impedance and loss of stimulation was not known. Relevant medical history included reflex sympathetic dystrophy syndrome, causalgia-complex regional pain syndrome, and spinal pain.

Event description:
Additional information was received from the manufacturing representative reporting that the patient first reached out to them on 2017-03-31 and that they did not know them prior to their first call. The rep set up an appointment to interrogate their battery/troubleshoot on (B)(6)2017. They reported that they did not know if the swelling was a significant contributor to their previously reported issues any longer. It was reported that they attempted six restarts fo the battery on (B)(6) 2017, but none of the attempts were successful and therefore the patient's battery was still in an overdischarged state. The patient was advised to make an appointment with their doctor to discuss possibly replacing the battery. The rep did not collect the patient's weight when they saw them and they have not further information. No further complications were reported/anticipated.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the patient¿s device was overdischarged. It was reported the overdischarge was due to a car accident that occurred in (B)(6) 2016, which led to the patient having swelling at the implant site and thus was unable to recharge. It was reported that the device got into an overdischarge state and no one addressed the patient¿s recharging issue until now. It was reported that the rep was made aware of the issue last week and was now with the patient. They had just performed three physician mode recharged (pmrs) on the patient¿s device. It was reviewed that it can take a handful of prms to get the ins out of an overdischarged state and to be able to determine how much potential damage the ins had once it was out of the overdischarged state. It was reviewed with the rep to use the antenna locate feature before using pmr to charge the ins. It was stated that the last successful recharge was in (B)(6) 2016 and the reason the patient was not charging was due to unrelated medical issues. No further complications were reported/anticipated.